Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (segments missing) issue; part of the text is missing. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jan-2020 with the following findings: during investigation, the pump powered on with a clear and legible display. The allegation of missing text in the display was not duplicated during testing. The pump cover was removed and no defects were found to the led display. Unrelated to the complaint, investigation revealed a battery compartment crack above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.